Manufacturer narrative:
Findings: no prime/fill anomaly noted. Unit passed displacement test, rewind, basic occlusion test, prime test and occlusion test. Numbers counted up properly. No unresponsive buttons noted. All buttons function properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are unable to exit the preparing to prime loop. After the troubleshooting was done, customer was advised that the device need to be replaced due to the fact that during priming process insulin is exiting the tubing but the numbers aren't counting up on the pump.